Event description:
Complainant alleged that a pt collapsed in cardiac arrest at the facility's parking lot. The physicians determined that the pt was presenting a ventricular fibrillation heart rhythm and attempted to defibrillate the pt, but the AED device started to charge, but then midway through the charge the device gave a "no shock advised" message, and it would not allow a shock to be given. The physicians attempted to defibrillate the pt a few more times, but the device continued to give the same message and would not allow a shock to the pt. The clinicians then called 911 and upon the medics arrival the pt was defibrillated once with the medics device. The pt then presented an asystole heart rhythm. There is no additional information regarding pt treatment, as the pt was then transported to the hospital. The complainant indicated that subsequent to the event the pt expired. The facility was not aware that the device was purchased with a manual override option, the would have allowed the clinicians to switch the device from AED mode to manual mode permitting the defibrillation of the pt. An inservicing has been scheduled by the facility's zoll sales representative to familiarize the staff with the device functions.